Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. The surgeon was unwilling to provide any add'l info. (B)(4).

Event description:
A hospital pharmacist reported that following injection of an intraocular lens (iol), it was noted that the inferior haptic remained stuck to the optic. In a f/u, add'l info was rec'd from the regulatory authority that indicated the iol was unstable and an iol rotation was performed. During the rotation, the separation of the haptic from the optic was difficult and a rupture of the anterior capsulorhexis occurred. The surgeon was unwilling to provide any add'l info.